Event description:
It was reported the shooter of the pre-loaded intraocular lens (iol) malfunctioned and scratched/smashed the lens. The lens was opened but not used. There was no patient involvement. Through follow-up, additional information was received confirming the same procedure was completed using back-up lens with the same model and diopter size. Patient status was reported as: no issues, post-operative (op) outcomes met. No additional information was received clarifying reported shooter malfunction. The iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Age, weight, ethnicity: not applicable as there was no patient contact. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.